Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, staples were deployed fine on one side, but the other side had malformed staples. It was unknown how the procedure was completed. There were no patient consequences reported.